Event description:
Account complained to the sales consultant that a ti 3-d head for ti click'x screws became disassociated from the 7.0mm ti click'x pedicle screw - dual core post operative. The screw and 3-d head were implanted on the lumbar spine and have been removed. One of two reports on the same incident.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. Review of manufacturing records could not be requested without a lot number. Manufacture date could not be determined without a lot number.